Event description:
Customer called to report a pod he did not think was delivering insulin. Customer stated his blood glucose (bg) rose to 400 mg/dl despite repeated insulin bolus attempts. Approx. 4 hours later, the pod alarmed. No additional issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.